Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable had been cut or torn. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.